Event description:
A physician attempted an arteriotomy using the starclose device. When the physician pressed the vessel locator button several times, it did not stay depressed. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, it showed a push bushing to shaft bond failure. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".